Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received repeated motor error alarms on the insulin pump during bolus. Customer's blood glucose was 120 mg/dl. Customer changed reservoir and was able to prime, however a motor error occurred after a bolus delivery attempt. Customer was able to complete the rewind sequence and was not using the sensor feature. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further reported.